Event description:
On (B)(6) 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient obtained an unspecified error message on the reported meter when the test strip was inserted; she was unable to obtain a blood glucose reading. The patient was unable to specify which error message occurred. The patient took no actions due to this meter issue, but did not attempt to do any further blood glucose testing. On (B)(6) 2010 at 3:00 pm, while walking, the patient experienced the symptoms of shaking, weakness and inability to think clearly. The patient administered self-treatment with food, and felt better afterwards. She did not seek any medical attention. The patient manages her diabetes with set doses of insulin. The issue was resolved during the troubleshooting telephone call. The meter, control solution and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the reported meter issue, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). 510(k) # is k053529.